Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. The sterling over-the-wire balloon catheter was advanced to the lesion for predilatation. Upon the first inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a 4.0x20mm non bsc device. There were no pt complications reported and the pt's condition is reported as "good".

Manufacturer narrative:
(B)(6). (B)(4).